Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that a screw has come loose and doctor has hand tightened it back down but would like to replace it. Tooth site #17.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
The product was returned and the reported event could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Based on the evaluation the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be completed since the subject lot number was not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review was performed for the item number dating 12 months from the notification date. The review revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.